Event description:
Customer reported incident of fluid leaking out from the pumping segment near the upper fitment during an infusion. This incident occurred in an inpatient nursing unit. No pt or staff harm reported. Although requested, no further pt/event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. H3: reporter indicated the set was discarded at the facility. The lot number was not identified, therefore, lot history record review could not be performed.